Event description:
It was reported that a paclitaxel set was leaking from where the drip chamber meets the tubing. This event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing which revealed a leak coming from a hole in the tubing within the drip chamber. The reported condition was verified. The cause of the condition was due to improper handling during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.